Event description:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient. The technical alarms were followed by clinical alarms that indicate that the ventilation stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The evaluation of the returned device logs confirms the generation of the technical error codes and also clinical alarms indicating that ventilation stopped. The system pre-use check passed without deviations before the confirmed event, the event log shows that the alarms did not have a permanent nature, the issue did not reoccur after the device was restarted. According to the received information regarding the onsite investigation, the issue could not be reproduced. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufacturer's ref #: (B)(4).